Event description:
It was reported that t: slim x2 pump battery would not charge and that a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter with a working outlet, left pump connected for at least 30 minutes, and pump began charging, so no further assistance was required.

Manufacturer narrative:
In use at the time of the event:cgm model: g6.mobile os: ios / ios_iphone 14 pro max / 2.9.1 / ios 26.1.